Event description:
On (B)(6) 2025, a patient underwent a power port placement procedure via right subclavian vein in the right chest wall. During preparation for a powerport m.r.I. Isp, it was allegedly found the leakage detected in the catheter on pre-placement irrigation/flushing. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history record was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
On (B)(6) 2025, a patient underwent a power port placement procedure via right subclavian vein in the right chest wall. During preparation for a powerport m.r.I. Isp, it was allegedly found the leakage detected in the catheter on pre-placement irrigation/flushing. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. However, one photo was provided for review. The photo shows port, flushing hub with catheter, guidewire hoop, sheath, cannula and dilator in which the distal tip of catheter was noted to be fractured, and blood stains were noted on the package. Therefore, the investigation is confirmed for the reported fluid leak, identified fracture and material separation issues. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. E1, g3, h6 (device, method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.